Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within four weeks of implant the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. The ICD system was replaced six weeks after the original implant. No further patient complications have been reported as a result of this event.